Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device displayed noise on the right ventricular (rv) channel. The patient was seen for a revision procedure where header damage was noted as well as set screw issues. The device was explanted and the rv lead tested normal through the pacing system analyzer (psa). The device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. Visual inspection noted some tooling markings on pg casing and pg header. Visual and mechanical inspection of the set screws was performed. The set screws were found to move normally and completely in both clockwise and counter clockwise directions. Visual inspection of the lead barrels noted no irregularities. The device passed electrical testing.

Event description:
--